Event description:
Drain tubing kinked in thoracentesis tray due to manufacturer's improper packaging. Tubing is always laying across the raised part of a syringe that causes tubing to be compressed and kinked, not allowing any flow. Checked a few packages from the lot number 13f16l0141 exp 6/30/2018. All packages had same issue... So tried a different lot number of 13f16l0020 and same defect was discovered making them non-usable. Already returned a separate lot number earlier and notified manufacturer. (13f16k0256).